Event description:
The patient contacted lifescan and reported that their surestep enhanced meter had missing segments on the display. Medical affairs specialist called and left a message for the patient to obtain further information. A letter is sent. The patient had reported this meter was a new product with missing segments on the display. At the time they had tried to test on the subject meter. They palms were sweaty. They went to the emergency room, where they were placed on IV. There is no further information provided regarding the hospital visit (hospital meter result) or the treatment give. The patient also could not recall the results. They had received on the subject meter. Based on the information provided, there is an indication that the product has malfunctioned since the missing segments issue was not resolved. However, there is insufficient information to conclude that the product caused or contributed to any injury. Therefore, this case is reported as a meter malfunction. A replacement meter, control solution and test strips were sent to the patient.